Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of 400 mg/dl and current blood glucose was 398 mg/dl. Customer reported the following symptoms related to their high blood glucose with thirst. The blood glucose was 598 mg/dl while fasting. Customer treated high blood glucose with injections. Based on customer report customer does not allege pump was under delivering. Customer declined troubleshooting for the high blood glucose. The device will not be returned for analysis.